Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that the circular stapler was attached and ready to fire. This means the bowl had been pierced proximally, purse string for anvil created and attached distally. The red safety switch wouldn¿t come off even though tissue was in range for it to come off. This is the only reason why it would flick off. Because of this the surgeon had to unattached the anvil and retract the trocar and remove from patient. Open a new gun and place back in the patient. The surgeon had to try and guide the new trocar back through the hole made by previous gun. The patient stayed longer (was flagged in patient report to keep an eye on the patient), and the procedure was extended longer than 30-minutes. Patient had usual full recovery. Procedure: unknown.

Manufacturer narrative:
(B)(4). Date sent: 02/22/2023. Additional information was requested, and the following was received: what were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? Where was the indication when they tried to release the safety (high b or low b)? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. What is the current patient status? Response: no further information available.